Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the forceps would not open and close well. Additionally, a cup on the forceps was noticed to be bent. It could not be reported if the device was pre-tested/inspected prior to use, nor if any biopsy samples were collected with this device. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) (won't close/open well). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure according to the complainant, during the procedure, the forceps would not open and close well. Additionally, a cup on the forceps was noticed to be bent. It could not be reported if the device was pre-tested/inspected prior to use, nor if any biopsy samples were collected with this device. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Examination of the returned device found that the pull wires were detached within the forceps handle. The hypotube inside the handle did not present any marks indicating that the pull wires were tensioned properly. No abnormalities were noted with the device riveting and crimping which were within specifications, and no bending to the cups was observed. Functional testing could not be performed due to the sample return condition. The condition of the returned incident device was consistent with the complaint; jaws won't close/open well. The most probable root cause for this is manufacturing since it was found that the pull wires were not tensioned properly. Furthermore, examination of the returned device found no evidence of bent cups. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)